Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: the keypad symbols were found to be worn off. There was no other damage found on the keypad. During testing, the ok, contrast, up, and down keys were found to be intermittently responding. The keypad cover was opened and there was evidence of contamination found under all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a button/keypad (damage prior tactile changes with moisture) issue. This report is made based on results of investigation completed on (B)(6) 2019. There was no indication that the product caused or contributed to an adverse event.